Event description:
It was reported through the patient outcome that the patient passed away on 01may2022. The patient passed away at home due to patient health condition. The cause of death was unknown, but the device was working as intended at the time of the outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively determined through this evaluation. Additional information revealed that the hospital was unable to provide the requested information. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.